Manufacturer narrative:
Apoc incident (B)(4). Apoc labeling was evaluated during the investigation as pertaining to the event. The investigation was completed on 07/06/2017. Investigation: a review of the device history record confirmed the lot passed finished goods release criteria. Retain cartridge testing met the acceptance criteria found in q04.01.003 rev. Aa, appendix 1 - product complaint level 2 and level 3 investigation procedure. Assessment: the complaint investigation concluded that the I-stat cartridge lot is meeting specification for ph and pco2 response. On the I-stat system samples used to test ph, pco2 and po2 are to be tested with 10 minutes of collection. The samples were tested 25 and 49 minutes after collection. Exposing the sample to air allows co2 to escape which causes pco2 to decrease and ph to increase and hco3 and tco2 to be under-estimated. The use of partial-draw tubes (evacuated tubes that are adjusted to draw less than the tube volume, e.g., a 5 cc tube with enough vacuum to draw only 3 cc) is not recommended for use with the I-stat system because of the potential for decreased measured pco2 results and calculated hco3 and tco2 values. Under-filling blood collection tubes may also cause decreased pco2 results. Care must also be taken to eliminate "bubbling" of the sample with a pipette when filling a cartridge to avoid the loss of co2 in the blood. These factors do not explain the magnitude between the two sets of values in the sample. However, there is insufficient evidence to determine that a malfunction of the device has occurred.

Event description:
On (B)(6) 2017, abbott point of care was contacted by a customer regarding I-stat g3+ cartridges that yielded suspected discrepant ph and pco2 results on a newborn male patient after induction. No additional patient information was available. Testing performed on (B)(6) 2017. (B)(6). At the time of the event there was no indication of a product malfunction based on the information provided and assessed by apoc; however, this MDR is a retrospective filing in response to an observation from an FDA inspection conducted may 8th to 12th, 2017 at abbott point of care ((B)(4)).